Event description:
This patient had bilateral breast augmentation in 1975. In the last 5-10 years she has had many fevers of unknown origin, bilateral wrist swelling and soft tissue swelling of the hands. She was dianosed eight years ago with fibrositis with fatigue. There is a possibility of rupture of the left implant. The patient had a bilateral periprosthetic capsulectomy. The right implant was intact. The left implant was sticky but the patch was not sticky.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was destroyed/disposed of.